Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds. The lead also exhibited low impedance on the low voltage portion of the lead and undersensing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implanted: 2008; product ID: 4524-53 implantable pacing lead, implanted: (B)(6) 1999.